Manufacturer narrative:
Medical device type: jka, fpa. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for partial retraction with the incident lot was not observed as the sample had already fully retracted. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. CAPA # (B)(4) was opened as a result of this investigation.

Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection sets experienced difficult needle retraction during use. The following information was provided by the initial reporter: about 1/3 of the needle didn't retract even pressed the button. It retracted completely after a while. The issue occurred 3 times.